Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer lost consciousness because of the low bg level, and received third party assistance from their spouse, who woke the customer and provided glucose tablets and carbohydrates to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.